Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was received for evaluation. Visual inspection found a delaminated downstream occlusion seal and a damaged upstream occlusion sensor. Review of the event history log (ehl) shows a cassette not attached properly, reattach cassette alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a delaminated downstream occlusion seal. As a result, the downstream occlusion seal and upstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso (downstream occlusion) sensor was delaminated. There was no patient involvement, and no patient harm/adverse event reported.